Event description:
The customer stated that they have been having issues with controls going outside of range for multiple assays on the cobas 6000 c (501) module between (B)(6) 2019 and (B)(6) 2019. The customer noted that the issue has occurred on both the c 501 system and a second analyzer ever since preventive maintenance was performed. The customer stated that they received erroneous results for one patient sample tested with ise indirect na, ci for gen.2. The erroneous initial results were reported outside of the laboratory where they were questioned by the physician. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 113 mmol/l, which repeated as 143 mmol/l. This sample initially resulted with a cl value of 136 mmol/l, which repeated as 103 mmol/l. The patient was not adversely affected. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined there was contamination on the ise vacuum nozzles, the gear pump pressure was low, and rinse volumes were high. He cleaned the vacuum nozzles, adjusted the gear pump, and adjusted the rinse volumes to specifications. He replaced the heat cut filter since absorbance values were elevated. All mechanical and operational checks passed successfully. The customer ran precision studies and these were within specifications. The analyzer was operating according to specifications. The investigation could not identify a product problem. The cause of the event could not be determined.